Event description:
Discrepant potassium results reported for one pt. Initial result 5.4 mmol/l; repeated three times giving 5.3 mmol/l, 7.3 mmol/l (same analyzer) and 5.3 mmol/l (different analyzer). Erroneous results were not reported. The field service rep was unable to determine root cause. If additional info is received, appropriate notification will be provided.